Manufacturer narrative:
(B)(4).

Event description:
It was reported that, due to a malfunction of an 840 ventilator, a patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.